Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 2.0 and blood glucose was 6.0 mmol/l. Customer also reported to have received a "sensor glucose value not available" alert. Troubleshooting was performed. After testing, customer was advised that transmitter was working as designed.